Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient was presented to the surgeon with symptoms indicating possible periprosthetic joint infection (pji) of the patient's left hip. The surgeon elected to perform a two stage I&d/ poly exchange to treat the patient. On (B)(6) the surgeon explanted the liner and femoral head and performed the I&d. Femoral stem was well fixed as was the acetabular shell. The surgeon elected to leave them implanted. On (B)(6) surgeon performed another I&d of the patients hip per his protocol and implanted a new acetabular poly liner and a new femoral head. No components were broken on either day and no instrument broke on either day. There were no time delays in either stage. Affected side: left hip. This report is related to (B)(4) which reported the stage 1 revision.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product 122136056/lot 4497507 combination. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: a search of the medtech orthopedics nonconformance (nc) quality system found no nc¿s associated with this product 122136056 /lot 4497507 combination. Added: d4 expiry date, d10 concomitant, h4. Corrected: d4 primary UDI number.